Event description:
It was reported that following implant, the ventricular lead exhibited high impedance. The pocket was re-opened and the lead was repositioned to a suitable position. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.